Event description:
The patient reported that for the last week she has had erratic blood glucose readings. She stated her target reading is 100 mg/dl. She stated sometime in 2007, her blood glucose reading was 198 mg/dl which she corrected by bolusing 5 units of insulin. She said that at about 5:30 am she could not respond to her newborn baby's cries. She stated she could not walk, talk or respond to her crying baby and she was completely wet. She said her husband gave her 36 ounces of juice and disconnected her from her insulin infusion device. She stated her blood glucose then was 91 mg/dl, but then elevated to a 500-600 mg/dl range. She stated her elevated blood glucose symptoms were feeling very thirsty and run down. During troubleshooting, the patient was instructed to check the basal rates and time settings on her insulin infusion device which were accurate. She was also instructed to check the bolus history which was accurate. She stated she has had a lifestyle change in that she gave birth 5 weeks ago. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation